Event description:
It was reported that the trial patient was admitted to the hospital due to suspected stroke two days post trial implant. The physician did not suspect the stroke was related to a device malfunction or causality. No additional information was provided.